Manufacturer narrative:
H10: h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera head had an unreasonable episode of disconnection. The image suddenly disappeared and was interrupted, displaying a color table, but after 30 seconds spontaneously restored. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the camera head had an unreasonable episode of disconnection and the image suddenly disappeared, but after 30 seconds. Spontaneously restored. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.